Event description:
It was reported that the customer was hospitalized due to a car accident in which she was involved and the insulin pump was damaged. It was also reported that the customer had a hypoglycemic event, went unconscious, and crashed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.